Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2015, using the myosure hysteroscope. The procedure was completed without difficulties and the patient was transferred to the post anesthesia care unit (pacu). The nurse visualized a "burn to the patient's leg" from the "[hysteroscope] light source emanating from the myosure scope laying near the patient's leg." On (B)(6) 2015, it was reported that the patient received silvadene cream prior to discharge. The patient went to visit a wound specialist, outcome unknown.

Manufacturer narrative:
The myosure hysteroscope is not being returned; therefore, a failure analysis can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).